Event description:
Information received by medtronic indicated that the insulin pump had a crack on display. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage battery compartment. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked retainer, fading serial number label, cracked keypad overlay at select button and cracked case at battery tube side. Cosmetic damage was confirmed at the cracked at battery tube side area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.